Event description:
Hill-rom received a report from the account stating the gear rack was broken (had broken teeth). Thee was no pt or user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
In the service manual for golvo (B)(4), under the section instructions regarding the check points, 5a middle beam it is stated: open base to maximum width. Verify that the stop screw engages with gear rack and is tight. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. Hill-rom advised the account the lift is out of regular warranty period and asked the account to contact hill-rom with any further questions. Based on this info, no further action is required.